Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 04/27/2026, it was reported that dr. (B)(6) called in and stated that a silent nite device was fractured and requested a remake. Additional information received from dr. Strickland stated that while the 69-year-old, female patient was sleeping on (B)(6) 2026, the attachment debonded. The patient stopped using the device the same day. The patient did not suffer any injury or adverse event and there was no medical intervention required.